Manufacturer narrative:
(B)(4).

Event description:
A patient reported on (B)(6) 2016 that their therapy was no longer working. They stated that they had bent down and it moved and was no longer effective. Attempts were made to adjust it but it still was not effective. It was stated that this had occurred "at least a decade ago", but a specific date or year of occurrence could not be determined. The patient stated that they were implanted "around 1999, 2000, or 2001", but they were not sure. A supplemental report will be submitted if additional information is received.